Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. Part#: 03.019.017, reported lot#: 7548245. Manufacturing location: (B)(4). Manufacturing date: 28.jul.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2017. During the procedure while the surgeon was measuring the depth of the interlocking screw, a depth gauge for multiloc humeral nailing system¿s tip broke in half. There were fragments generated and they were easily retrieved without additional medical or surgical intervention. The surgeon finished the procedure with a readily available back-up device. There was no surgical time delay and no x-rays. The surgery was successfully completed. The patient status outcome is good and stable. This complaint involves one device. Concomitant device reported: unknown interlocking screw ¿ part# - unknown, lot# - unknown, quantity# 1. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.019.017 lot number 7548245 depth gauge was returned and reported to have broken during surgery. The weld connecting the measuring wire to the body of the depth gauge has broken causing the wire to fall out. This complaint condition was likely caused by over six years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The balance of the returned device is in otherwise fairly good condition with only some markings and visible wear along its length. The 03.019.017 depth gauge is an instrument routinely used in the multiloc humeral nails system as per the technique guide. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.